Event description:
It was reported that during routine pre-start inspection, the cs100 intra-aortic balloon pump (iabp) could not supply air normally. It was later reported that the iabp unit had alarmed for the reported issue. The customer's maintenance department was contacted immediately. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: b5, d10, e1 (initial reporter), h6 (type of investigation). Testing of actual/suspected device (10/3233): the distributor's getinge trained field service engineer (fse) was dispatched to investigate. The fse provided a repair quote to the customer who has refused to accept the quote at this time. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Type of investigation not yet determined ((B)(4)) additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine pre-start inspection, the cs100 intra-aortic balloon pump (iabp) could not supply air normally. There was no patient involvement, and no adverse event reported.